Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.013867 ¿ the dentist reported that the dental implant had to be removed due to the fracture of the connection during surgery installation. No further information was provided.